Event description:
It was reported via a medwatch form by the pt that as a result of having the product implanted, the pt has experienced bleeding, dyspareunia, and an add'l surgical procedure to remove a portion of the mesh.

Manufacturer narrative:
The device remains implanted. The lot number is unk so the device history record could not be reviewed. The instructions for use which accompanies device states in the precautions section: "implant is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed implant should not be used. It also states: "do not use tissue if either inner or outer pouch is punctured, torn, or not intact." (B)(4).